Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).